Event description:
According to the statement from the customer, the following was observed as a patient died in 2002, at approx. 7:30 am: the sc9000 patient monitor was set up with pacemaker detection on, ECG filtering off, sao2 pulse off and heart rate source auto. Sao2 measurement was minimally possible, because of very poor blood circulation, due to shock condition. It was not possible to measure the pulse rate additionally, via the sao2 measurement! Additional parameters were not switched on. Although the pacemaker impulses were detected by the monitor (as observed by the blue detection markers), a subsequent asystole event was not detected by the monitor. The heart rate meter continued showing 69, although the monitor only displayed the pacemaker pulses. Pacemaker model was: biotronik pikus 01 (vv-I). Company has been informed that a patient death had occurred, but was not caused or contributed by the device error. The patient was being treated for peripheral shock, with poor blood circulation. The device error was observed while administering treatment to the patient.